Manufacturer narrative:
The device will reportedly not be returned to cardiac surgery for investigation. A lot history review was performed on this device and there are no nonconformities that could have contributed to the failure mode "fitting problems." A supplemental report will be submitted if additional information is obtained. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii proximal seal would not load. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was discarded.